Manufacturer narrative:
It was reported that the device will be returned for investigation. To date the device has not been rec'd. A f/u report will be submitted once the lot history is reviewed and the investigation is complete. A second device used in the same procedure was filed under MDR 2032380-2011-00017. (B)(4).

Event description:
It was reported on (B)(6) 2011, that a pt underwent a rotator cuff repair procedure on (B)(6) 2011, using two speedscrew 5.5 implants. Reportedly one suture was not correctly threaded into the first implant and the implant was left in the pt's shoulder w/o function. The second implant was problematic and was removed from the pt's shoulder with forceps. Additionally it was reported on (B)(6) 2011, that the surgeon was able to complete the repair with a third implant, no add'l incisions, no pt injury, and a surgical delay of approx 30 mins.